Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left anterior descending artery (lad). A 2.75x32mm promus element plus drug-eluting stent (des) was deployed in mid lad. A 2.50x16mm promus element des was advanced to be deployed in distal lad; however, while crossing the previously deployed stent, it was noted that the proximal end of the stent was deformed. A 2.75x20mm promus element plus des was used to cover the deformation. Then a 2.50x20mm promus element des was deployed in the distal lad and the procedure was completed. No further complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left anterior descending artery (lad). A 2.75x32mm promus element plus drug-eluting stent (des) was deployed in mid lad. A 2.50x16mm promus element des was advanced to be deployed in distal lad; however, while crossing the previously deployed stent, it was noted that the proximal end of the stent was deformed. A 2.75x20mm promus element plus des was used to cover the deformation. Then a 2.50x20mm promus element des was deployed in the distal lad and the procedure was completed. No further complications were reported. Promus element, mr, ous 2.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found that the tip was stretched. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.